Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow events and pump stop due to the depletion of the external batteries and the controller's internal backup battery. A specific cause for these events could not be conclusively established through this evaluation; however the account reported that the low flow alarms were related to the pump restart and fragile hemodynamic status. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported anoxic brain injury and patient outcome could not conclusively be established through this evaluation. The device was not returned for evaluation. The submitted controller event log file showed that on (B)(6) 2021, the patient was connected to external battery power when low power advisory alarms activated at 19:50:46, followed by the activation of low power hazard alarms at 21:22:48. The external 14 volt batteries then became fully depleted, resulting in no external power alarms beginning at 21:28:43. The system operated on the controller¿s internal backup battery until the pump ultimately stopped at 23:10:09. When the system controller was re-connected to fully charged batteries, the timeclock subsequently reset to the default date of (B)(6) 0:00:00, indicating that there had been a total loss of power to the controller. Approximately 2 hours after power was restored, the clock was synched to (B)(6)2031 at 02:38:08, indicating that the pump was off from approximately (B)(6) 2021 at 23:10 ¿ (B)(6) 2021 at 00:38. In addition, the file captured transient low flow hazard alarms after power was restored and the clock was not yet set. The system appeared to operate as intended at the set speed before and after the pump stoppage event. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this document lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. Section 1 "introduction" also provides an explanation of all pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 2 ¿system operations¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. The heartmate 3 lvas patient handbook (rev. C) is also currently available. Section 5 ¿alarms and troubleshooting¿ provides information regarding system controller alarms and the proper actions associated with them. This section also includes detailed instructions on connecting and disconnecting to power under ¿guideline for power cable connectors.¿ the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-01984. It was reported that the patient was presented to the emergency department after the pump stopped running on (B)(6) 2021. The pump began running again but there were low flow alarms. Interrogation showed several low voltage alarms and no external power events on (B)(6) 2021 and (B)(6) 2021. On (B)(6) 2021 at 23:10 there was another no external power event followed by a pump off alarm. The log file captured low voltage hazard events on (B)(6) 2021 at 14:35 when the patient was on the mobile power unit and switched power sources to battery power. No external power alarms were also noted on (B)(6) 2021 at 14:36 when both power leads were disconnected at the same time. On (B)(6) 2021 at 19:50 there were low voltage advisory events noted while on battery power which turned into low voltage hazard events at 21:22. These continued until battery power was depleted and the backup battery in the controller was enabled until that was depleted around 23:12 when the pump stopped. It was unable to be determined how long the vad was off due to the clock being reset but it was thought to be around 3 hours. When power was restored to the controller, the internal clock had been reset to a default of 01jan2000 with controller clock corrupt events along with low flow events. The clock was reset via system monitor on (B)(6) 2021 at 02:38 and backup battery faults were noted for the remainder of the log file. The cause of the low flow alarms was likely related to the pump restarting and the patient's fragile hemodynamic status. The low flow alarms resolved on their own. A head CT scan showed signs of a global anoxic injury. The patient was extubated and lvad therapy was discontinued. The patient expired on (B)(6) 2021.